Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. It is unknown when or in which care area this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. Baxter quality engineering determined the reported condition to be a power cord issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cable broken" was confirmed during evaluation. The cause of the problem was broken power cord. The power cord was replaced to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.